Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 alarm which occurred on the homechoice during use during dwell 4 of 5. The patient was connected and had not disconnected prior to the alarm. All bags were properly spiked and connected. A patient line extension was not being used. The hp stated that there was an unused line open. The hp cycled the power to get a system error 2367, and the baxter technical services representative assisted to remove the cassette. The hp was advised to let her nurse know about the alarm. Proper procedures were reviewed with the hp. Baxter product surveillance (bps) spoke with the registered nurse on (B)(6) 2012. She stated that the home patient had contacted her about the event. She had spoken with the patient about the open clamp. The patient was doing well and continuing therapy on the homechoice, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was use error - open clamp. The label review found the labeling adequate for the use error in this complaint.